Manufacturer narrative:
The device powered up properly after battery installation. The device was received with operating currents within specification. The device passed self test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 38 or pump error 130 were noted. The motor was tested outside of device and passed. The device was received with minor scratches on case and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer received with multiple insulin pump errors. The blood glucose was unknown at the time of the incident. Customer stated that, they are able to rewind the pump. Assisted with performing displacement test. Test results was has 2 errors. Customer advised to discontinue use of the pump and to revert to backup. The insulin pump will be returned for analysis.